Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was 330 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.